Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient and healthcare professional reported right side "retroglandular protheses, with on dulated contours and radial folds", "intact prothesis, with anomalous highlighting on it margins, which may represent contracture" baker grade iii confirmed via MRI, "sparse calcifications" confirmed via mammogram, and "nodular formation on the right breast." Device remains implanted.

Event description:
Patient representative later reported "rupturing, causing silicone leakage" and simple cysts and ductal ectasia via anatomopathological report. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture.